Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the ipg site. The issue was observed during the pre-operative preparation of the ipg replacement procedure (reference MFR. Report: 1627487-2016-05564). Due to the infection being superficial, the new ipg was relocated to the opposite side on (B)(6) 2016 . The patient stated everything looked fine post-operatively.